Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a laparoscopic appendectomy on (B)(6) 2017, and suture was used. During the procedure, the suture broke. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information is available.